Event description:
The device did not deploy properly as it should have and a second piece was required to fix the migration this caused. This was an emergent event, and the cook rep was not present during the case. Add'l info was rec'd on (B)(6) 2011: the trigger wire was difficult to release and caused misplacement of the graft, resulting in secondary graft placement. The physician lined with other graft and extended in order to be properly fixated. Pt outcome is unk as it was not provided by the rptr.

Manufacturer narrative:
(B)(4). Pt outcome was not provided by the rptr. Difficulty in releasing the top cap is not specifically addressed in the IFU. No product or images were returned to assist with this investigation. The development of the zenith device followed and successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with an IFU describing the indications for use, contraindications, warnings and precautions, as well as the correct deployment procedure. A physician reference manual is available to all using physicians, which lists troubleshooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity occurring from this failure mode. The proximal trigger wire contains an etch mark that is specified to be at a certain location relative to the top cap. Location of this etch mark is verified on each device by inspection in quality control. (B)(4). An alternate deployment sequence has been approved and distributed to using physicians regarding difficulty in removing the proximal trigger wire. This deployment sequence will enable the physician to reposition the top cap with respect to the suprarenal stent and subsequently releasing tension from the trigger wire allowing it to be removed and was effective on (B)(4) 2009. A definitive root cause cannot be determined or reported at this time. Each device is shipped with instructions for use (IFU) describing the indications for use, contraindications, warnings and precautions, as well as the correct deployment procedure. A physician reference manual is available to all using physicians, which lists troubleshooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity occurring from this failure mode. We will continue to monitor for similar incidents. No add'l actions required at this time. The risk remains at an acceptable level.